Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump stopped working and they needs insulin. The customer blood glucose level was 600 mg/dl at the time of incident. The customer also reported that insulin pump was starting to pump insulin now via bolus wizard. The insulin pump will not be returned for analysis.